Event description:
It was reported that the pilot balloon came off the inflation line. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. However, the investigation could not establish a root cause for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.